Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for shock lead impedance out of range. Review of the data noted the measurement was 134 ohms. Presenting and recent electrograms (egms) showed the device is operating as programmed. Other lead measurements are satisfactory. The lead remains in service and no adverse patient effects were reported.